Event description:
It was reported by the pt that post-coronary stenting drug eluting treatment procedure, a "stent clogged up". A taxus express2 paclitaxel-eluting coronary stent 3.5x16mm was successfully implanted in the saphenous vein graft (svg) to the 2nd obtuse marginal (om2). Approximately five years post-procedure, the pt reports that "one of the stents clogged up". Additionally, the pt reports a "rash in little bumps that break out, legs that won't sit still, pain in legs for three years, muscle pain, legs that swell and hurt, shoulders that hurt, pain in joints and facial flushing intermittently." The pt reports receiving medication to treat the symptoms. Additional info reported from the pt's physician indicates no record of complications related to the stent procedure. Additional info has been requested but not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.